Event description:
Reporter indicated a vns pt was going to have generator explanted due to lack of efficacy. The surgeon who reported the issue indicated, he would not provide the pt info. No further investigation could be conducted without the pt info.